Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. However, one electronic photo was provided for review. The photo shows the trocar needle protruding from the catheter and it is not sufficient enough to determine whether the product meets the specification. The investigation is inconclusive for the reported the length of the trocar needle was longer than the catheter as the provided photo was not sufficient enough to confirm the reported defective component issue. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. (Expiration date: 08/2024). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of an ultrasound guided abscess drainage catheter placement procedure, the length of trocar needle was allegedly longer than catheter too much. The procedure was completed by using another device. There was no patient contact.